Event description:
Patients (pt's) mother reported a pump malfunction. Serial number of pump was not reported. No interruption to therapy, missed dose(s) or adverse event(s) reported due to product issue. Troubling shooting was not reported. Device is available for return. Pharmacy replacing pump. No additional information available.